Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow-blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1880, and mmt-381a. Troubleshooting was partially performed, and the issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-332a. Product return was requested for mmt-1880, and the customer response was the device will be returned. No product return is required for mmt-381a.

Manufacturer narrative:
Thump software was utilized and uploaded trace/history files properly. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals three no delivery alarms on 23-jun-2024. On 23-jun-2024, no delivery alarms starting at 13:47:19 until 14:04:03 during bolus and priming. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. P-cap locked in place properly during testing. The following were noted during visual inspection: dried insulin - motor slide, cracked keypad overlay, pillowing keypad overlay, label damage (svn faded), scratched case, stained keypad overlay and keypad overlay texture damage. No delivery alarm was not confirmed during testing. No unexpected or constant insulin flow block/no delivery alarms noted. However, dried insulin on the motor was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.